Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of soft mesh patient was diagnosed with bacterial infection, wound dehiscence, and abscess thereby underwent intervention. Infection is a known inherent risk of surgery. The warning section of the instructions-for-use supplied with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A lot number was not included in the medical records provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a soft mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard soft mesh on (B)(6) 2016. Per operative notes, ¿adhesiolysis was completed, and the sac was excised. A couple of small defects were closed with prolene sutures. A bard soft mesh was trimmed to oval and was secured into the fascia.¿ (B)(6)2016 - patient was diagnosed with wound infection. (B)(6)2016 - patient was diagnosed with abdominal pain and wound dehiscence. (B)(6)2016 - patient had abscess and draining of anterior abdominal wall. The cavity was washed. The lightweight mesh (bard soft mesh) was identified and left in place. (B)(6) 2016 - patient had wound care.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a soft mesh. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.